Event description:
It was reported that the device had failed pm - accuracy test/rate too low. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the pump module failing rate accuracy testing was confirmed during the inspection testing and replicated during laboratory testing. Results from functional testing confirm the suspect was not operating within specifications as the suspect device failed with an actual error being -15.0833 (the acceptable error percentage is +/- 3.400% for this task). The volume per mechanical revolution (vpmr) was observed to be 141.5 pl (the acceptable vpmr is 153.9 pl - 188.1 pl) after testing was completed, an internal inspection was performed. During the inspection of the suspect pump module, the detector sensor op1 mounted on the ail assembly circuit board was found to be broken. The pump module ail assembly was temporarily replaced with a known-good dchu ail assembly for testing purposes only. As a result, the calibration passed with an actual error of -3.1% (acceptable error: ±3.400%). The new vpmr was 160.5 pl, which was within the acceptable range. The inspection process of the suspect pump module identified that the optoelectronic emitter and detector (op1) sensor diode on the air-in-line (ail) assembly circuit board was broken. All other inspected components were observed to be in good condition and manufactured by bd. The bezel material was determined to be manufactured with valox, with the date code may 2023. The suspect pump module logs were retrieved from the systems to ascertain event details associated with the reported issue. The concomitant pcu logs were not provided. Without the pcu event logs, and due to the limited information, that the pump module logs contain, drug information (such as the exact drug programmed and its concentration), total volume infused, and unit power-off times cannot be determined. The event was reported on 13jan2026, with no time provided. The review of the pump module error log showed no errors or malfunctions related to the reported event during the last days of recorded infusion. The log analysis was performed the last infusions and activity on (B)(6) 2026. On (B)(6) 2026 at 2:47 pm, the system was powered on and the suspect. From 2:47:40 to 2:47:51 pm the pump module was programmed to infuse a basic infusion with a rate of 250 ml/h and volume to be infused (vtbi) of 500 ml. The infusion was recorded to infuse for approximately two hours. At 4:48 pm, the clinician channeled off the suspect and system were powered off. Per the alaris system user manual (v12.1.2): if a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before it is reused. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The notice mms-24-5134-fa of bd alaris¿ pump module and bezel kit assembly states that if an alaris¿ pump module has been dropped or severely jarred, the device should be removed from use immediately and thoroughly tested and inspected by qualified service personnel. Drops or severe jarring may damage the alaris¿ pump module bezel assembly, which provides the mechanical foundation for critical pumping components. This damage can cause under-infusion, over-infusion, unregulated flow, or failure of the alaris¿ pump module to calibrate. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pump module s/n 16314247 (w/o: (B)(4)) please confirm with the facility if they would like to replace the broken ail assembly that was reported. Please re-torque all screws. The repair center should follow its normal processing of the device, checking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed pm - accuracy test/rate too low. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.